Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer support review of an ilet report identified a low blood glucose event, with the cgm reading 43 mg/dl and a concurrent blood glucose meter reading 60 mg/dl, after which the user self-treated with oral carbohydrate (honey) and the blood glucose rose to 72 mg/dl; the cause of the hypoglycemia was unclear and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included self-management with oral glucose and resolution without medical intervention or hospitalization. Investigation included product history and review of available data. Investigation of this case revealed no device malfunction identified and no component failure based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.